Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism and sleevehead, and there was a tip seal observation.

Event description:
It was reported that during the implant attempt there was positioning/fixing difficulties with the right ventricular lead due to tortuous anatomy. During repositioning, it took 15 turns to retract the helix and it did not retract smoothly but popped back into the sleeve head. Then the helix could not be re-extended. The lead was not implanted. No patient complications were reported as a result of this event.